Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4)

Event description:
Medtronic received information that following the implant of this bioprosthetic ring, the patient experienced cardiac tamponade due to post-operative bleeding. Re-operation was performed to resolve the cardiac tamponade. No other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for the product released for distribution. No issues were identified that would have impacted this event. Reported events were related to the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.